Event description:
It was reported that the lead dislodged.

Manufacturer narrative:
FDA request for additional information: the final results of any failure analysis or laboratory testing of the device listed in the report(s) including: (1) a complete descrip- tion of methoology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results. St. Jude medical response: 1. The lead hass not been returned so analysis cannot be completed.

Manufacturer narrative:
Na